Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 9f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that prior to a chronic catheter placement procedure, after opening the package to the sterile field to prime the lumens with saline, one of the lumens allegedly leaked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 9f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 9f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9fr hickman d/l catheter was returned for sample evaluation. Functional, gross visual, tactile and microscopic visual evaluations was performed. Pinhole was noted on the white luer clamping sleeve proximal to the hub. A complete circumferential break was noted to the distal end of the catheter with striations surface hence not considered as a fracture. Upon the infusion leak was noted from pinhole. No other anomalies were noted. Therefore, the investigation is confirmed for the reported fluid leak and material hole. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that prior to a chronic catheter placement procedure, after opening the package to the sterile field to prime the lumens with saline, one of the lumens allegedly leaked. It was further reported that the device allegedly had hole in one of the lumens. The procedure was completed using another device. There was no patient contact.